Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator reportedly not trained in use of device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under separate manufacturing report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using a pre-close technique, prior to an interventional procedure. Reportedly, with both devices, the sutures were "severed" under the knot after deployment. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned with the knot tightly formed. As the returned device condition does not match the reported information and further details will not be provided, a conclusive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.